Event description:
Boston scientific received info that this right ventricular (rv) lead was part of a system revision due to erosion. The pt had been treated for cellulitis with antibiotics for 2 weeks preceding this event. On the day prior to hospitalization the pt reported feeling an 'explosion' and a dime size hole opened below the incision on the left side of the device pocket. Cultures were taken and are pending analysis. There were no additional adverse effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temp, humidity, etc., were in their specified ranges. Also, the investigation of microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.